Manufacturer narrative:
Two (2) photos were provided by the customer for investigation. The first (1st) photo shows two (2) blister packs. The lot number has been printed on the blister packs properly, but the expiration date appears to be illegible as the bottom portion of the numbers is missing. The second (2nd) photo shows a different blister pack which as a dark spot on or in the seal around the syringe. However, based on the photo provided the foreign matter cannot be identified. The customer also reported that one box was found to be missing four (4) syringes; however, no samples or photo graphic evidence was provided by the customer. A machine malfunction resulted in either the expiration date not getting printed correctly by the printer or a machine malfunction resulted in the blister packs being cut incorrectly. Either of these could result in the expiration date not being legible. Without a physical sample to analyze the foreign matter (fm) that appears to be on or in the syringe blister pack cannot be identified; therefore, potential root causes cannot be determined. The customer also reported that one box was found to be missing four (4) syringes which could happen when an e-stop was hit and the package didn't get fully formed. When going thru the scale this should have been kicked off and then the package operator is to double check the shelf box and make sure all cavities are filled and that the correct amount of syringes are in the box. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that the syringe 20ml ll s/c 48 has been found experiencing 10 occurrences of illegible labels and one case of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the following nonconformities were found: 10 units with illegible expirations and one unit containing a particulate within the packaging. Additionally one box was found to be missing four syringes. Verbatim: on (B)(6) 2019, during inspection and labeling activities at tempel lane warehouse, the following nonconformities for syringe, tip, 20ml sterile were found:10 units with illegible expirations and one unit containing a particulate within the packaging. Additionally one box was found to be missing four syringes.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 20ml ll s/c 48 has been found experiencing 10 occurrences of illegible labels and one case of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the following nonconformities were found: 10 units with illegible expirations and one unit containing a particulate within the packaging. Additionally one box was found to be missing four syringes. Verbatim: on 16 sep 2019, during inspection and labeling activities at tempel lane warehouse, the following nonconformities for syringe, tip, 20ml sterile were found: 10 units with illegible expirations and one unit containing a particulate within the packaging. Additionally one box was found to be missing four syringes.